Event description:
During a lasik procedure, the keratome did not start cutting when it was supposed to which resulted in a cut through the pupil and visual axis. A keratectomy was performed and the pt's vision was 20/30 the day after the procedure.